Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. The specific product information could not be provided as the device had been discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. The "patient was anticoagulated prior to the procedure as chadsvasc was 0". The activated clotting time was 300 and the irrigation for the procedure was set according to the device's instructions. After the procedure the patient reported having partial field of vision loss in one eye. After an examination a partial retinal infarction was identified. The patient was discharged with an eye patch and anticoagulant medication. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.